Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins failed. The patient was having extreme discomfort at the ins site and wanted it to be removed. The device was removed (B)(6) 2015.

Manufacturer narrative:
Continuation of d10: product ID 7495lz10, serial# (B)(6), implanted: (B)(6) 2002, product type extension. Product ID 3888-45 lot# j0228168v, implanted: (B)(6) 2002, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz10, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3888-45, lot#: j0228168v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz10, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 08-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins).  The caller said after the first couple of years the stimulator didn't work, only one side worked, caller said she thinks patient had it taken out once before and put back in (device record shows only one implant but does show first set of leads/extensions as inactive and shows a second set of leads were implanted- caller didn't know details about this). Caller said the device was so trial and error so after a while patient just stopped using device and with age the implant was in the hip/buttock area with weight loss and implant just got uncomfortable when he would sit down and patient would accidently hit implant on things. Implant was removed. Patient did not get re-implanted.